Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Upon revision, clear yellow fluid, chronic synovial irritation and some small defects in the acetabulum were noted.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).  Depuy synthes has been informed that the catalog number and lot number is not available. (B)(4)